Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with the following preoperative diagnosis: l4-l5 and l5-s1 degenerated herniated disk disease with neurovascular compression and microinstability. The patient underwent the following procedure: l4 to s1 anterior lumbar interbody fusion. The interbody biomechanical fusion device was selected , packed with morcellized autograft from the same incision as well as allograft , and placed into the partial corpectomy defect at l4-l5. Once this was done, a titanium plate was measured for size , selected and then placed with 2 screws in l4 and 2 screws in l5. Locking mechanisms were engaged to prevent screw backout. Final ap and lateral x-rays were taken, which showed excellent fusion construct. Sometime postop, the patient experienced back pain radiating into the lower extremities. A CT scan taken (B)(6) 2012 reveals hypertrophic bone spurs noted at the level of his rhbmp-2/collagen sponge surgical site.